Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 02/22/2018 that on (B)(4) 2018 the receiver had intermittent vibration. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the receiver having intermittent vibration could not be determined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver passed the charge and boot testing. The receiver log was downloaded and reviewed, finding no errors related to the complaint within the investigation window. During the log review it was observed that the user acknowledged the high alert and stayed past the threshold. The vibrator was tested and found to be working when receiver was turned on, during manual "try it", "fixed low" and communication tool testing. The receiver functional test was performed and passed all relevant testing. The receiver was opened for an internal visual inspection and passed. The reported event of an intermittent vibration was not confirmed. A probable cause could not be determined.